Event description:
As reported (B)(6) 2013, a male pt of unk age presented for an microwave ablation procedure of the liver. The treating physician successfully advanced the probe through the needle guide into the liver. The physician noted the probe was not long enough from the angle it was inserted, so he withdrew the probe. The physician noted that then the probe was removed from the pt, the tip of the applicator was bent. The device was set aside and the procedure was successfully completed using utilizing an rfa. It was reported the pt did not suffer any harm or injury due to the procedure. It was reported the reported failed device is available for return to the MFR for eval.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the MFR for eval. To date the device has yet to be returned. Attempts are being made to obtain the device. It was reported the pt suffered no harm or injury due to the event. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).